Event description:
During the implantation the surgeon "touched the housing with scissors as he was cutting sutures and a piece of housing broke off. The missing piece was retrieved and the valve was replaced with another of the same model and size. The pieces matched so all parts were recovered from the patient. This is a preliminary report.

Manufacturer narrative:
Device in transit. Device is being returned for examination. Final evaluation codes await that exam.